Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to a low blood glucose of 38 mg/dl. The customer had gone on a field trip with his school, and when he returned, he collapsed in front of the school. His mother gave him glucagon and called the paramedics for assistance, but he was not hospitalized. The customer stated that his pump hit the floor when he fell, but there are no signs of physical damage. The customer did report a motor error alarm. The customer stated that his blood glucose levels dropped due to all the walking at the field trip and not eating enough carbohydrates. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.